Event description:
As part of a retrospective review of in-house programming and diagnostics history, it was found that this patient's device had previously registered high lead impedance. Attempts for further information from the patient's treating neurologist have been unsuccessful to date. No information is available to suggest that the patient's lead has been replaced at this time.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.